Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth uhp 930cc breast prosthesis, cat. #35050930l, lot #7294530. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two mentor smooth uhp 930cc breast prostheses were received by the mentor failure analysis lab with no accompanying information. These devices could not be associated with an existing complaint. Analysis on these devices has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of breast prostheses is characteristic of a bilateral removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch report is for the 2nd of two breast prostheses.

Manufacturer narrative:
On 06/15/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: it was incorrectly reported to the FDA that usage of the suspect medical device as a sizer is off-label use. According to the clinical study protocol, the device may be used as a sizer. Device code 1494 ¿off-label use¿ does not apply to this event. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the us. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since the suspect medical device is not approved in the us, events that involve these devices would not need to be reported as mdrs. The initial reports for this event were submitted in error. No further reports will be submitted as it is not required for this device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after secondary review of this file performed on (B)(6)2020, it was decided to add device code 1494 ¿off-label use¿ to more accurately capture the reported event. It was reported that these devices were involved in a clinical study, and that they were used as sizers, which is against the IFU. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the us. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since the suspect medical device is not approved in the us, events that involve these devices would not need to be reported as mdrs. The initial reports for this event were submitted in error. No further reports will be submitted as it is not required for this device. Manufacturer¿s reference number: (B)(4).